Event description:
Healthcare professional reported to an allergan employee the events of alcl and seroma. This event was reported initially easr (B)(6) 2009; (B)(6) 2011 and (B)(6) 2011 both as a supplemental reports.

Manufacturer narrative:
(B)(4). Device labeling addresses the reported event of seroma as follows: (B)(4). Add¿l device labeling addresses seroma: ¿if unusual symptoms occur after surgery, such as fever or noticeable swelling or redness in one breast, you should contact your surgeon immediately.¿ (allergan saline breast implant labeling). Device labeling reviewed: there were no reported events of lymphoma/alcl for patients in the a95/r95 study included in the labeling for saline breast implants.

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).